Event description:
We have components ref#aql-1015 of lacricath kit ref#dcp213-bit that has white powdery substance. This was first reported to the vendor rep on [redacted] at which time samples were sent for evaluation. The rep has not responded to any requests for the investigation with the investigation results. We continue to have this issue at our site without response from the vendor rep. Manufacturer response for lacrimal duct balloon catheter, lacricath kit (per site reporter).